Manufacturer narrative:
Concomitant products: product ID 3550-29, lot # n422458, implanted: (B)(6) 2014, product type accessory; product ID 977a190, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The patient reported there was a burning sensation at the implantable neurostimulator (ins) site, this was intermittent. There were no traumas or falls reported that could be related to the issue. The burning sensation at the ins site could be considered sudden. Other relevant medical history includes spinal pain and complex reg pain syndrome type I. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.